Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.